Event description:
The pt contacted lfs alleging that his fast take meter was displaying the battery symbol. The pt took his meter to his pharmacist. The pharmacist sold him new batteries. The meter continued to display the battery symbol after replacing the batteries. The pat also reported that the battery case was cracked. The pt neither alleged harm nor experienced injury or med intervention. Based on the info supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a med device reportable. Issue was not resolved through troubleshooting. The meter was replaced.